Manufacturer narrative:
The pump was returned for evaluation. The reported event was confirmed via review of the controller log files which revealed an increase in parameters starting (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017 and 71 high watt alarms starting (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump had experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the recent cessation of the patient's anticoagulation medications and a pre-existing history of coagulopathy may have also contributed to this event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient called his vad coordinator to report high watt alarms and an increase in his flow estimation. When admitted, the patient's lactate dehydrogenase (ldh) level was elevated and he had a therapeutic international normalized ratio (inr). At the time of the event, the patient was on coumadin. Of note, the patient had been on his coumadin in (B)(6) 2017 when he was hospitalized for a previously reported questionable seizure and stroke. A preliminary review of the controller log files revealed a slight increase in power consumption starting on (B)(6) 2017 and again on (B)(6) 2017 with a more acute increase on (B)(6) 2017. A computerized tomography (CT) angiogram was negative for left ventricular (lv) thrombus and/or obstruction on (B)(6) 2017. An echocardiogram with ramp study was negative for lv thrombus. The patient was admitted to the intensive care unit and managed with intravenous bivalirudin and milrinone. The patient's ldh is reported to have continued to rise and his medical team advanced his unos status to 1a based on this event. The patient underwent cardiac transplantation on (B)(6) 2017. The site is planning to return the pump to the manufacturer for analysis. No further information has been provided.